Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant of the patient¿s new implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that the ICD, rv lead and chronic right atrial (ra) lead were explanted due to infection. A new cardiac resynchronization therapy defibrillator (crt-d) system was implanted nine days later. No further patient complications have been reported as a result of this event.